Event description:
Implanted with mentor saline implants on (B)(6) 2006. Since implantation, have had numerous health problems, including but not limited to, massive hair loss, raynaud's, hives, rashes, fatigue, brain fog, intolerance to temperatures, swelling, several allergies, constant running nose, elevated ana, vitamin d deficiency, migraines, back and neck pain, balance problems, and other problems. FDA safety report ID# (B)(4).